Event description:
The healthcare professional reported that during a hybrid balloon sinuplasty procedure (bsp), when the acclarent balloon inflation device (bid30 / 96375267) was removed from its packaging, a white substance was noticed on the handle of the device. The reporter stated that ¿the white substance may have been paper from the label rubbing off.¿ the acclarent balloon inflation device was replaced with another from the same lot (96375267), but the same white substance was noticed on the handle. The device was replaced a third time, and the third device had no white substance on it. The procedure was resumed. There was no negative patient impact reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (96375267) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile acclarent balloon inflation device was received contained in the decontamination pouch. Visual inspection was performed. White spots were noted along the entire length of the syringe barrel. The device was sent for a fourier-transform infrared spectroscopy (ftir) investigation and the white stains were analyzed. The ftir spectra suggest the possible presence of inorganic salts (sodium, calcium), polymeric residues, or organic compounds. As a hypothesis, the residues may have resulted from contact with medical solutions (such as contrast media or saline solution), biological fluids, or the effects of cleaning and sterilization process. A manufacturing record evaluation was performed and no non-conformances related to the complaint was found during the review. The issue reported regarding white substance on the handle is confirmed. The device was removed from its original package and handled in an unknown manner, there were no signs of damage to the device prior to use; therefore, the issue reported cannot be traced to the assembly of the device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device since, as part of acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instructions for use (IFU) warns the following: do not use a device where the integrity of the sterile packaging has been compromised or if the device appears damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.